Manufacturer narrative:
Sections with additional information as of 10-jan-2024: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 196, 211, 187, 150 and 265 mg/dl. The customer's expected fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she went to the doctor on (B)(6) 2023 as she thought her glucose was high. Customer had obtained a result of 160 mg/dl fasting using true metrix air meter and doctor's device had read 115 mg/dl fasting back to back. Customer was advised by her doctor to get a new meter. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/16/2024 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1: 196 mg/dl date: 11-23 time: 08:27 am fasting result 2: 211 mg/dl date: 11-23 time: 07:59 am fasting result 3: 187 mg/dl date: 11-23 time: 07:01 am fasting result 4: 150 mg/dl date: 11-22 time: 07:43 am fasting result 5: 265 mg/dl date: 11-22 time: 07:41 am fasting.